Event description:
I am writing as a long-time type 1 diabetic who has relied on the novo nordisk flexpen for many years. Recently, I experienced several days of unexplained high blood glucose levels, which I ultimately traced back to a defective flexpen. A pharmacist independently tested the pen and confirmed that it was indeed malfunctioning. I contacted novo nordisk to report the issue, expecting at the very least a sense of concern for patient safety. Instead, I was met with a dismissive and condescending response, a complete lack of empathy, and a burdensome return process that required multiple trips to both the pharmacy and a ups store. Their approach gave me the clear impression that patient well-being is not their priority. A defective insulin delivery device is a serious safety issue. Improper insulin dosing can lead to dangerous short-term and long-term health consequences. That this happened with no accountability or urgency from the manufacturer is extremely troubling. I urge the FDA to investigate this matter further. Patients¿ lives depend on the reliability of these devices, and manufacturers must be held to a higher standard¿both in product quality and in how they handle reports of product failure.